Event description:
It was reported that the collar was fractured. A guidezilla guide extension catheter was selected for use. Upon preparation, it was noted that the collar was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The device was bloody. Analysis of the tip, distal sheath, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation of the shaft located at the collar, and numerous kinks in the hypotube. Inspection found no other damage or defect with the device.

Event description:
It was reported that the collar was fractured. A guidezilla guide extension catheter was selected for use. Upon preparation, it was noted that the collar was fractured. The procedure was completed with another of the same device. No complications reported and the patient is stable.